Event description:
Per the clinic, the device was explanted due to infection. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).